Event description:
Gastroenterologist stated that the probe was not working properly. It would only fire when too close to the tissue and thus "sticking" to the tissue. We changed probes and the new probe worked perfectly at the same exact settings.